Event description:
A pt in the ICU had a glucose result from the cobas b 221 serial number (B) (4) of 2.9 mmol per l. Three minutes later, the same sample was measured on another cobas b 221 serial number (B) (4) with a result of 5.9 mmol per l. The ICU drew another sample from the same pt with a result from serial number (B) (4) of 3.9 mmol per l and 6.7 mmol per l from serial number (B) (4). The same sample was tested on (B) (6) 2009, with a result of 3.4 mmol per l from serial number (B) (4) and 6.3 mmol per l from serial number (B) (4). The user replaced the mss sensor on serial number (B) (4). No info was provided to determine which results were reported or if the pt was treated based on any erroneous results. If additional info is received, appropriate notification will be provided.

Manufacturer narrative:
Date sent: 11/17/2009information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap assisted vaginal hysterectomy, the tissue pad fell off the device. The surgeon has asked pathology to search the specimen for the tissue pad since it was not able to be located on the sterile field, or in the patient's uterus. Another device was used to complete the procedure. There was no adverse consequence to the patient reported. The surgeon will proceed to close the patient as routine. No additional information if available at this time.

Manufacturer narrative:
The device was returned with the tissue pad missing. As the tissue pad was not returned, further evaluation could not be performed. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected during this inspection and testing. The batch history records were reviewed, with no anomalies noted during the manufacturing process.